Event description:
The physician attempted arteriotomy closure with the closer tsl 6 fr device. Patient experienced increased discomfort upon insertion of the closer. Device was advanced to the arteriotomy, but was never deployed. Device was removed intact and manual compression applied. Hemostasis was achieved. Patient continued to have discomfort post discharge. Repeat angiography demonstrated appearance of dissection of intimal flap. Patient subsequently had vascular surgical repair.